Event description:
A malfunction was reported on the customer's pump, identified by the malfunction code malf 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery. The customer was guided through the process of putting the pump into storage mode and returning it to tandem using a pre-paid label. They were also advised on how to program their settings and connect their cgm to the new replacement pump, which was sent to the customer.